Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the receiver did not produce audio output on (B)(6) 2016. The patient's father indicated that the event required medical intervention but did not provide any details. Additionally, the patient's father tested the receiver and it did not beep. No further event or patient information is available.